Event description:
It was reported that the tip of the leading haptic was sheared off during lens insertion. Reportedly this issue occurred with two lenses during the same case. The incision was enlarged, but no sutures were required. Reportedly, bleeding occurred due to cutting out the second lens. Another lens of different model was implanted. Patient had elevated intraocular pressure the next day and glaucoma drops were applied. Approximately 1 month post-op the patient is doing well and seeing clearly. This report refers to lens 2 of 2 involved in the event. Reference MDR # 1313525-2015-00111 for lens 1 of 2 involved in the event. Reference MDR # 1313525-2015-00113 for delivery device 1 of 2 involved in the event. Reference MDR # 1313525-2015-00114 for delivery device 2 of 2 involved in the event.

Manufacturer narrative:
The lens has been returned to bausch + lomb and is under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.